Event description:
The customer contact reported the device slipped down on IV pole and came in contact with the pt. The pump was returned to the biomedical department with a report that the pole clamp slipped and the device came in contact with the pt. No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.